Event description:
(B)(6) revised a primary hip replacement today which was originally done by (B)(6) on the (B)(6) 2011 at (B)(4) hospital. In situ was a trident tritanium cup size 59mm, trident 0 degree constrained liner size f, a global stem and a stryker c taper 28 -3 head. The constrained liner had pulled out of the tritanium cup. Trident constrained liner had pulled out from the trident tritanium cup. The event was resolved when (B)(6) removed the trident constrained liner. When trialing for the new liner he was unhappy with the version of the tritanium cup so he decided to remove this also. He replaced the cup with a zummer tantalum cup and screws, then cemented in a stryker all poly constrained liner. He also ended up removing the stem and replacing that with a global stem and a stryker c taper 22mm head. Global did not have any 22mm heads available for their stem. Revision was completed as explained above.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.